Manufacturer narrative:
Received 1 foley catheter for evaluation. The reported event was unconfirmed as the problem could not be reproduced. No visual defects were noted on the returned catheter. Per the functional test, the balloon was inflated with 10 cc of water and was administered to flow rate testing. While inflated, the flow rate was 150 ml/min, 150 ml/min and 150 ml/min. The internal flow specification for a sample of this product type is 100 ml/min minimum, so the sample met the internal flow rate specification. Water was then introduced through the drainage eye and came out from the drainage funnel without difficulty. The reported event was unable to be duplicated. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged." (B(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheters position had to be taken back because the urine would not come out as it should, in the urine bag. Also, the patient fixated the cuff with fixating tape onto the skin to keep it in place, rather than blowing up the cuff.

Manufacturer narrative:
Received 1 foley catheter for evaluation. The reported event was unconfirmed as the problem could not be reproduced. No visual defects were noted on the returned catheter. Per the functional test, the balloon was inflated with 10cc of water and was administered to flow rate testing. While inflated, the flow rate was 150ml/min, 150ml/min and 150ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was then introduced through the drainage eye and came out from the drainage funnel without difficulty. The reported event was unable to be duplicated. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged." (B)(4).

Event description:
It was reported that the catheters position had to be taken back because the urine would not come out as it should, in the urine bag. Also, the patient fixated the cuff with fixating tape onto the skin to keep it in place, rather than blowing up the cuff.